Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that there was a weather related power outage at the patient's home at approximately 2200 hours in 2008. The patient was on emergency power pack (epp) support for approximately 6 hours. The patient's spouse reported being awakened by alarms and she found the patient alone behind the couch unresponsive and still attached to the epp. The patient's spouse initiated hand pumping and when the paramedics arrived, the patient was still unresponsive and was pronounced at the scene. The paramedics indicated that the pump was still working with the hand pumping when they arrived at the scene. The vad coordinator had reported that the patient had experienced headaches for a few weeks prior to the reported event that were resolved with tylenol. The day before the event, the patient was at his home with no issues.